Manufacturer narrative:
Correction to fu #1 MDR should have been 22nov2017.

Event description:
A report was received that the patient was experiencing numbness in the leg. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Correction to the initial MDR: the initial MDR was sent in error. The event of leg numbness was not a reportable event. In addition, the explant procedure was due to other reasons which were previously reported in MFR# 3006630150-2017-04011.

Event description:
A report was received that the patient was experiencing numbness in the leg. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing numbness in the leg. The patient underwent an explant procedure. No device malfunction was suspected.